Event description:
It was reported patient underwent an initial right total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to elevated metal ion levels and loosening of the cup. During the revision procedure, sclerotic tissue with foreign debris deposits was noted. The acetabular cup was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." "Elevated metal ion levels have been reported with metal-on-metal articulating surfaces."